Manufacturer narrative:
This report filed january 8th, 2016. Device remains implanted.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in headaches and a decision to discontinue use of the device. Explant and reimplantation is planned but has not taken place at the time of this report january 8th, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report filed february 11th, 2016. Device not received by manufacturer.